Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery, hernia repair surgery, partial colectomy with anastomosis and flexible cystoscopy with left ureteral stent placement on (B)(6) 2022 during which the surgeon noted due to concern with possibly sigmoid colon involvement with mesh resulting in perforation, he inspected the area carefully. He found an area of perforation of the sigmoid colon and partial colectomy was performed. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/04/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/16/2024. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent hernia following the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.